Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw), which was causing the device to mode switch. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - (B)(6) 2009; 4195 implantable pacing lead - (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.